Event description:
I made new tubing with an extension tubing set on it to make the line longer for the pt (pt preference). Approximately five hours after I made the tubing, the pt noticed a small amount of fluid on the floor under her IV pole. The area that was wet was directly under one of the ports on the extension tubing. This port had fluid around it. The tubing was wet, thus I assume that this was where the fluid was coming from. I changed the extension tubing on the line at this time. The saved tubing was given to my manager.